Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was implanted 6 screws, 2 rods and cage to the patient. The patient came to the clinic with back pain. The patient did x-rays which showed a broken rod. After the operative exploration were removed 4 screws and a broken rod. This complaint on the fracture of the rod with transpedicular fixation of the lumbar spine, probably caused by the improper operation during the postoperative period. The product code is 186782070 lot n/a no harm to the patient, we will peovide x-rays after the patient will provide consent to the processing of personal data.